Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 26sep2018. A philips representative was dispatched on site and the unit was evaluated; the reported problem was confirmed. Testing was performed and all tests passed. The battery and front panel were disconnected and reconnected the reported problem was resolved and the unit was returned to service.

Event description:
It was reported that an error code relating to a depleted battery was observed and the battery charging indicator was blinking. The device was in use when the reported event occurred, however there was no report of patient harm. The event date was not specified; estimate used.